Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device was received with no apparent damaged and with two cartridge reloads present. Cartridge b, fully fired, and the swing tab in the locked position. The cartridge reload c had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload c was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When attempting to fire the device on the jejunum section, did the device lock out and would not fire? Or, did the device begin to staple and cut, but then jammed? When firing with the gastroenteroanastomosis and the device was reported to begin stapling, but stopped before the end of the procedure. Does this mean that the device began to staple and cut, but then jammed? Or, did the device fully fire, however the cut line completed, but staples were missing from the staple line?

Event description:
It was reported that during an cholecystectomy procedure, the jejunum section was initially attempted with the linear stapler 75mm with extra blue load. Since the stapler stopped and stapling could not proceed, the jejunum section was manually done, as well as the raffias of the stumps being discharged 01 extra blue load 75mm. Proceeding with the gastroenteroanastomosis, there was a new failure of the device with the extra blue load, which at that moment began stapling, but stopped before the end of the procedure. Therefore, to complete the gastroenteroanastomose confection it was done manually. The patient presented tachyarrhythmia do to anesthetic induction, which ceased spontaneously, but this intercurrence was not related to the use or defect of the reported material.

Manufacturer narrative:
(B)(4). Corrected data to information sent on the initial report: additional information received original date alerted: alert date (B)(4) 2017. It was originally submitted as (B)(4) 2017.